Event description:
Boston scientific received information that this device tripped elective replacement indicator (eri) but the battery voltage is still in middle of life 2 at 2.55 volts. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.